Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and it is unknown whether the customer noted a trend arrow on the device. The customer's symptoms are unknown; however, they self-treated with sweets. After an unspecified amount of time, the customer presented to the hospital; however, it is unknown whether a healthcare professional (hcp) provided emergency treatment. There was no report of death or permanent impairment associated with this event.